Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer reports their 8100 (sn: 12387329) not passing calibration. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: calibration. Case resolution: customer states they just replace the bezel and the door\ keypad. Recommended the customer run a basic infusion, then try the calibration again. If fault does not clear, next I recommended replacing the platen assembly. Finally I recommended reflashing the software. Customer will move forward with my recommendations. Ended call.